Manufacturer narrative:
The event of silicone migration is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Healthcare professional reported, implant rupture with extracapsular silicon diffusion. And capsular contracture, baker grade ii. Discovered, during surgery. The device has been explanted. This relates to the right side.